Event description:
During a lithotripsy for kidney stones, the tip of the stone basket broke off. The tip was retrieved.incidentally, the patient returned to the emergency department later the same day with difficulty voiding, blood in the urine, and pain.